Event description:
Healthcare professional reported injecting a patient with juvederm voluma with lidocaine in each side of the malar region. Patient was given ice after injection. The day after injection, the patient developed "severe swelling" at the injection site. Patient was prescribed "antihistamine" for a week with no result. An "incision and drainage" was done on the patient. Symptoms are still ongoing. This is the same event and the same patient reported under MDR ID #3005113652-2015-00003 (B)(4). This MDR is being submitted for the second suspect product, juvederm voluma with lidocaine, also device manufactured by allergan.

Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of "severe swelling" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physiochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.